Manufacturer narrative:
The lead was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from the heart tissue. Troubleshooting provided. Additional information was received. Reportedly that a revision procedure was performed wherein this lead was successfully repositioned. This lead remains implanted. No additional adverse patient effects were reported.